Manufacturer narrative:
(B)(4). Added: patient's dob, patient.

Event description:
In addition to previous allegations, ppf alleges metal wear and metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Corrosion was visible between head and neck trunion. / / investigation method: the reporting states: "patient was revised to address pain. Corrosion was visible between head and neck trunion". It is assumed the reporting meant tapers and not trunnion. The patient is a reported (B)(6) y/o female with a calculated bmi of 32.3. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Additional event information and investigational inputs were requested but not provided. # 121887352 is discontinued. One other report was found against the 121887352. Per wi-3430 rev c this device (per appendix a) is exempt from DHR review. A complaint investigation has previously been completed for this failure mode and a corrective action has either been completed or is in progress, reference CAPA number or eco number. A DHR review is not required for ultamet products, as listed in appendix a, where the complaint description identifies the report as an adverse effect as documented in IFU-78004780. These include local tissue reactions to metallic wear known as fluid collections, soft tissue masses (pseudotumors), aseptic lymphocyte dominated vasculitis associated lesion (alval), metallosis and tissue necrosis metal on metal complaints. Note: this clause applies to the product codes detailed in appendix a and any metal head used in combination with these products. The rational for this can be found in (B)(4). For all other reports the standard complaint investigation process shall be followed. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. / / investigation summary: patient was revised to address pain. Corrosion was visible between head and neck trunion. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the metal liner. No other reports were found against the femoral head or femoral stem. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.